Event description:
We have been informed that during removal of the internal limiting membrane, the front end of the forceps could not be opened. No report of patient/user harm. No report of prolonged or delayed.

Manufacturer narrative:
The complaint is under investigation.

Manufacturer narrative:
In regard to this incident two forcepses were received for investigation. Functional investigation confirmed the reported issue, the movement of the tip was compromised. Visual inspection revealed broken shafts on both instruments. Since it was reported that this is the re-use of reusable products, the broken shafts and the consequent incidents are considered not to be the result of a manufacturing deficiency but unintended damage from handling or sterilisation. The risk identified is included in risk management documentation and the risk profile is not changed. Complaints will be closely monitored to identify any significant adverse trends. Similar serious incidents and associated number of devices were determined by taking the number of serious incidents related to the imdrf a code a0509 corresponding to the in house code sc-movement-surgery (and related indicating if harm occurred) and taking the number of devices distributed within each time period. Please note that the products are reusable so the number of performed surgeries is higher than the number of devices distributed. The incident that is the subject of this report is also included in the table above.

Event description:
We have been informed that during removal of the internal limiting membrane, the front end of the forcepses could not be opened. No report of patient/user harm. No report of prolonged or delayed surgery.